Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump history was not showing the customer's bolus amount. The customer's blood glucose was 228-229 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.